Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized three times due to diabetic ketoacidosis. Customer was hospitalized around the middle of (B)(6), on (B)(6) 2016 and on (B)(6) 2016 and blood glucose reading may have been around 600 mg/dl on (B)(6); caller was not sure of exact reading. Customer had symptom of high blood glucose; customer was vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three or four days in (B)(6) until blood glucose stabilized. Customer was wearing insulin pump at the time of hospitalization. Insulin pump would be replaced per hospital's request.